Manufacturer narrative:
Date of event: early (B)(6) 2017. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® blue line ultra® suction aid tracheostomy tube had an air leak during use on a patient. It was observed that there was no air leak found during a pre-check in accordance with the instruction for use. It was unknown how long the device had been in use. The tube was changed due to the incident. No patient injury was reported. The event was considered resolved.

Manufacturer narrative:
One used portex® blue line ultra® suctionaid tracheostomy tube was received for investigation. A visual inspection was performed, and no holes were detected. Functional testing showed a leak was detected in the cuff. A manufacturing review of a similar device was performed and no discrepancies were found. A root cause was not yet determined. The complaint was performed.